Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received intermittent, multiple altitude alarms, however was able to clear the alarm each time. The customer's blood glucose (bg) level 400 mg/dl and administered a correction bolus with the pump to address bg level. During follow up with tandem technical support, the customer stated the pump was sitting on the table when another altitude alarm occurred. It was indicated that the customer would use the pump until replacement arrived.